Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye an intraocular lens (iol) got stuck in the cartridge. Patient contact was reported and the lens was not fully implanted. Reportedly, a back-up lens was implanted with no issues. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/31/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed no viscoelastic (ovd) residue inside the cartridge; only a trace in the cartridge tip. The intraocular lens (iol) was observed stuck inside the cartridge tube and overridden by the pushrod. No damage or assembly errors in the device were observed. The lens was removed from the delivery system and it was observed with one haptic detached. Based on how the lens was stuck and the way the haptic broke, indicates that resistance requiring extra force was due to the lack of ovd. Based on the investigation performed, a cause of failure to relate the issue with the manufacturing process was not identified. This issue could be related to the handling/preparation process performed. The customer's reported complaint for stuck in cartridge was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.